Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient was hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels had exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours. The exact bg value and pod site are unknown. The patient's ketone levels measured at 5.1 mmol/l upon admission. The patient was treated with insulin and fluids via intravenous route. The doctor also adjusted the patient's basal rate from 21 units of insulin per day to 26 units. The patient did not note anything unusual regarding the pod. The pod was discarded by the hospital.